Manufacturer narrative:
Continuation of d10: product ID: 977c165, serial# (B)(6), implanted: (B)(6) 2025, product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(6), ubd: 29-jan-2029, UDI#: (B)(4), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. While on call, patient mentioned their stimulator does not work at all. Patient clarified they have been reprogrammed several times, by a rep, later stated they have met 3 times. Patient stated we're on our last set of programs before hcp has to go back in and move the stimulator because supposedly it moved after the surgery. When agent inquired notify date, patient stated, 'since (B)(6) I think,' then stated 'I had it installed in (B)(6), so probably april is when I started working with him.' Patient stated hcp did x-rays and that's how theydetermined the implant had moved a little bit. Patient stated they are reprogramming based off where the ins is now. The patient was redirected to their healthcare provider to further address this issue. Rep reported that the hcp physician texted the rep on 6/30 that he saw the pt and that she wasn¿t getting relief yet. He suspected a possible movement of the paddle. No cause for paddle movement was determined. Pt was seen on (B)(6) 2025 and reprogrammed using the most midline electrodes. Unknown if reprogramming resolved issue. Pt has multiple programs to try.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the patient does not have a revision scheduled. They were referred to their healthcare provider (hcp) for an appointment to discuss.